Event description:
The customer reported that a pt death occurred and that alarms were not provided at the central.

Manufacturer narrative:
(B)(4): the customer reported that a pt death occurred and that alarms were not provided at the central. The limited available info does not support that there was a malfunction. If this represented a device malfunction and it occurred again, the potential exists for a delayed response to the pt due to the absence of alarms. Based on the available info, the customer was seeking assistance for an easier way to print alarm review info and have it as a permanent record. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.